Event description:
It was reported that the ventricular terminal and the case of the external pulse generator were damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken and the upper and lower cases were broken. It was also noted that the ring cover and both bail covers were broken, the lead flex cover was broken, the keyboard was scratched, the display was out of electrical specification, and the serial number label was damaged. (B)(4).